Event description:
It was reported that the 9900 system had a problem with the remote user interface joystick and the cine disk. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive connection was repaired and the remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.